Event description:
Surgical tech experienced a severe exacerbation of hand eczema after wearing the glove. Surgical tech went to the ER and was given a medrol steroid dose pak, percoset for pain, and kellex. Surgical tech saw a dematologist and lab work was done. Surgical tech was given cyclosporin and hydroxyzine. Surgical tech was diagnosed as being allergic to thiurams and carba mix. Surgical tech also had the rast test which came back negative. Surgical tech was going to see an allergist as of 8/05. Surgical tech was started on cutar soaks and protopic lotion. As of 9/05 surgical tech had been out of work for three weeks. Surgical tech had apparently worn the gloves before without problems.